Event description:
Smiths medical international ltd, has been notified of an event that air leakage through the cuff after tube was in use for four days. Unit was pretested per instructions for use. No adverse outcome. Event occurred at hosp in another country.

Manufacturer narrative:
Results evaluations: investigation: the returned unit was functionally tested and the report of leakage was confirmed. Testing revealed a tear of 1.81mm in the wall of the product cuff 30mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the lot number identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated after four days use. As such, this incident is unlikely the result of an assembly fault. We have determined the root cause for this incident is that the cuff became scratched during insertion through the stoma and subsequently punctured following insertion. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced. This report has been logged for trending.